Event description:
Tonsils and adenoids had been removed and cauterization of the surgical area began. The surgeon noted that there was a burn to the left corner of the mouth and immediately took action to cool the area. The surgeon removed the cautery device and noted a break in the insulation on the sheath where it had burned through. This cautery was an item in the deroyal t & a custom pack number (B)(4). The lot number of the deroyal pack is 34686485 with an expiration date of 2018-02. Several other hand controls of the same description made by a&e medical, but with different lot numbers were pulled and examined. Each was found to have very small defects. Use of the a&e medical cautery hand held control was discontinued immediately. Event abated after use stopped or dose reduced? Yes.